Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6298776; medical device expiration date:04/30/2018; device manufacture date: 10/24/2016. Medical device lot #: 6284668; medical device expiration date: 03/31/2018; device manufacture date: 10/10/2016. Medical device lot #: 6236542; medical device expiration date: 02/28/2018; . Device manufacture date: 08/23/2016. " result: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 72790 with the incident lot was observed.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes were color variation, no report of medical interventions or serious injury.